Event description:
It was reported to boston scientific corporation that a stonetome was to be used in the papilla for an est (endoscopic sphincterotomy) procedure on (B)(6) 2014. According to the complainant, a stonetome device was attempted to use but failed to cut due to current delivery failure. Reportedly, there was no visible damage noted to the complaint device. The procedure was completed with a second stonetome device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation of the returned device did not have any visual failure. Functionally, a resistance test was performed and the unit met specifications. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a stonetome was to be used in the papilla for an est (endoscopic sphincterotomy) procedure on (B)(6) 2014. According to the complainant, a stonetome device was attempted to use but failed to cut due to current delivery failure. Reportedly, there was no visible damage noted to the complaint device. The procedure was completed with a second stonetome device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.